Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be unclear as the sequence of events and exact time are unknown. There was no issue with the device which fell. It was indicated that the patient died.

Event description:
I was called by the biomed, (B)(6), at (B)(6) today about a g5 that, per the biomed-> "either the vent kicked off or the rt kicked it off". The patient did expire while on the vent. This was all the info I was able to get from the biomed. I then contacted the sales rep to contact the rt director for a better description. The staff informed him the patient coded, had a dnr, and this was not a vent issue, but the biomed staff have the vent quarantined, and would like to have the vent checked out before put back in service.